Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet was crashing and restarting. A field service engineer (fse) determined that the power supply had failed. The medbank medflex universal power supply unit was replaced, and all connections cables on the skate board in the e-compartment were reseated. Cubex support was contacted, and their agent remoted into the station to confirm operational status. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 2000, cabinet was crashing and restarting. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.